Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 - 10/23/2010 of complaints for additional reportable events. This report is for an erroneous result on patient 1 on day 1 of 2. See MDR# 1061932-2011-00312 for patient 2 on day 2 of 2. On (B)(4) 2008, a field service engineer visited the customer site to evaluate the instrument. A preventive maintenance was performed and instrument performance was verified. An analysis of the raw data from this pt sample indicated that the root cause was an instrument reading of a dense cluster of neutrophils and eosinophils mixed together such that there was no clear separation between the two types of cells, thus leading to an erroneous eosinophil count.

Event description:
The customer stated that on (B)(6) 2008, the lh750 hematology analyzer reported 0% eosinophils on one pt sample with no instrument generated flags when a manual differential indicated a result of 39%. The erroneously low results were reported outside the laboratory with a corrected report subsequently issued. There were no reported changes to pt treatment associated with the incorrect result.